Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the sram card and the u20 chip on the printed circuit board. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system displayed a check sum error message and failed to boot up. No patient injury was reported.